Event description:
It is reported that the device was implanted in 1999. X-rays showed that the patient had osteolytic lesions and voids around the screws holding the baseplate. In 2005, the device was revised.

Event description:
It is reported that the device was implanted in 1999. X-rays showed that the pt had osteolytic lesions and voids around the screws holding the baseplate. In 2005, the device was revised.